Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to noise and a suspected lead fracture. No additional adverse patient effects reported.

Manufacturer narrative:
The right ventricular lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.